Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39565-65, serial # (B)(4), product type lead. (B)(4).

Event description:
It was reported that last year, (B)(6), they hit some nerves and it made it hurt. So they took it out. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.